Event description:
It was reported that the right ventricular lead exhibited greater than 2000 ohms impedance and no capture. A chest x-ray revealed that the lead was fractured at the clavicle. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.